Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that the outflow component on the ar-6480, pump, stopped working and fluid was spitting out of the shaver suction end instead of the red tubing. We swapped outflow tubing and still same result. Seems like the sensor is malfunctioning. Additional information obtained 04/08/2020: the fluid that was spitting out was saline.